Event description:
It was reported that a polaris 5.5 torque limiting wrench was not providing adequate torque intra-operatively and the surgeon had to apply excess force to lock the assembly. There was no patient impact.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 torque limiting wrench was not providing adequate torque intra-operatively and the surgeon had to apply excess force to lock the assembly. There was no patient impact.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. The device was sent to tecomet for evaluation. Their investigation found the device to be conforming. All measured values of applied torque were within the range specified for this part. Root cause: a definitive root cause cannot be determined with the information provided. No device problem was found. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a polaris 5.5 torque limiting wrench was not providing adequate torque intra-operatively and the surgeon had to apply excess force to lock the assembly. There was no patient impact.

Manufacturer narrative:
Corrections in d4: lot number and UDI number. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.